Event description:
During insertion of the iab through the introducer sheath, it was noticed that blood was entering the pump's helium tubing. The iab and sheath were removed and a second iab was inserted without the use of a sheath. There was bleeding at the insertion site, so the iab was removed and a third iab was successfully inserted using a sheath. There were no further complications.